Event description:
Lpn entered patient room upon hearing alarm. The alarm was coming from the bi-pap machine. The screen on the machine was black. Removed from patient immediately and replaced with new one. Later turned the malfunctioning machine back on and it appeared to light up and function correctly. Bi-pap machine returned to rental company, freedom rental.======================manufacturer response for pulmonary bi-pap machine, respironics v60 (per site reporter).======================none at this time.